Manufacturer narrative:
No alarms occurred on the last calibration performed on (B)(6) 2019. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The field service engineer determined that the rinse tubing was blocked and split. He replaced the tubing. The customer ran calibration and controls, recovering expected results. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The specific date of event was asked for, but not provided. The first affected sample was tested during the week of (B)(6) 2019. The first patient sample initially resulted with an na value of 220 mmol/l. The sample was repeated on an unknown analyzer, resulting with a value of "140 something" mmol/l. The second patient sample initially resulted with an na value of 183 mmol/l on (B)(6) 2019. The sample was repeated on an unknown analyzer, resulting with a value of 139 mmol/l on (B)(6) 2019. The third patient sample, from a (B)(6) year old female patient born on (B)(6), initially resulted with an na value of 216 mmol/l on (B)(6) 2019. The sample was repeated on an avl blood gas analyzer, resulting with a value of 143 mmol/l on (B)(6) 2019. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patients. The na electrode lot number and expiration date were asked for, but not provided.